Event description:
Complainant alleged that during a routine shift check by a clinician, the device's "shock" button was difficult to actuate. Complainant indicated that there was no patient involvement in the reported malfunction.